Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Continuation of model: ddmb1d4, ICD; implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to an audible alert from their implantable cardioverter defibrillator (ICD). Interrogation indicated a high rv pacing impedance warning on the right ventricular (rv) lead. Also noted on the rv lead were unstable/varying lead impedance, unstable thresholds, and artifact and noise were noted on the egm. The lead was reprogrammed and eventually was extracted and replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.